Manufacturer narrative:
Death is listed in the IFU as a known adverse event associated with coronary stenting. It is possible the patient effects are unrelated to the product and procedure as the effects occurred two years post to the initial procedure and may be related to the overall health condition of the patient. Although there is no indication of a product quality deficiency, a conclusive cause for the reported patient effects, and the relationship to the products, if any, cannot be determined. The other 4 xience v stents are being reported under this same MFR #.

Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was done in 2007, and during the procedure there were a total of five xience v stents deployed. A 2.5 x 28 xience v stent was deployed in the mid lad lesion. After the deployment of this stent, there was edge haziness with questionable dissection noted at the exit point of the stented segment. This was treated with two additional 2.5 x 08 mm xience v stents. A 2.5 x 28 mm xience v stent was deployed in the proximal circumflex (cx) lesion. After this stent was deployed, a dissection was noted. An additional 2.5 x 08 mm xience v stent was used to treat the proximal cx dissection. There were no further complications reported. In 2009, two years after the index procedure the family called 911 because the patient seemed altered. Paramedics reported finding the patient breathing but not moving her extremities and there was no verbal response. In the ER the patient had cardiopulmonary arrest and was unable to be resuscitated even with intubation and medication. No additional event or patient information is available.